Manufacturer narrative:
D10 concomitant products egiaustnd - egiaustnd endogia ultra univ std stap - p6c0761 egia60amt - egia60amt egia 60 artic med thick sulu - n5j1433y egiaustnd - egiaustnd endogia ultra univ std stap - p6c0761 egiaustnd - egiaustnd endogia ultra univ std stap - p6c0761 egia60amt - egia60amt egia 60 artic med thick sulu - n5j1433y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a partial gastrectomy procedure, the surgeon attempted to fire the three handles and heard a loud cracking sound, and the handles did not fire. It was further reported that the surgeon was able to press the green safety button but was unable to squeeze the handle during the firing attempt. The device was replaced and another handle was used. The patient was reported to be alive with no injury. Pli50 product was received without accompanying information.